Event description:
Information was received that a nurse put cassette on a smiths medical cadd administration set hooked up bag after spiking, and pump was showing medication being administered but bag was still full. No adverse patient effects were reported.